Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The patient effects of thrombosis and swelling are listed in the proglide instructions for use as potential adverse events associated with use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effects and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a multiple access venous closure of the right common femoral vein using proglide devices after an atrial fibrillation ablation procedure. Hemostasis was successful at two access sites. Reportedly, at the third access site using an 8f sheath, the proglide suture did not achieve hemostasis. Manual compression was used to achieve hemostasis. After hemostasis was achieved, the leg was swollen. Echo-guided imaging was taken where a deep vein thrombosis was noted. Anticoagulant therapy was used to treat the thrombosis. There was no reported clinically significant delay in the procedure. No additional information was provided.